Manufacturer narrative:
On 06/15/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 06/28/2016 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. On 06/29/2016 a medtronic representative, following-up at the site, reported a site x-ray technician stated that the scan did not complete 100%. The surgeon was satisfied with the images that transferred to the navigation system and proceeded with navigation for the surgery. Additionally, the site did not have any patient exam information for the event. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a procedure, the full patient image was not transferring from the imaging system to the navigation system properly. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy reported. There was no impact on patient outcome.